Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer treated with glucose tablets. Customer's blood glucose value was 54 mg/dl at time of incident. Customer's current blood glucose value was 120 mg/dl. Customer stated uses auto mode and that blood glucose went down to 54 mg/dl, after delivering a bolus before supper. Customer declined to troubleshoot for low readings. The product was not returned for analysis.